Manufacturer narrative:
A pin holding the tilt actuator to the inner member weldment became dislodged allowing the table top to tip. The pin is held in place by an e-ring, which failed or was removed during some type of maintenance activity. Given the age of the table (16 years), it is unlikely the e-ring was not included in the table's original assembly.

Event description:
The customer said that they had a patient who weighed approximately (B)(6) on the exam table. They ran the base up, then ran the tilt nearly all the way up and heard a loud noise. At that time the top of the table tipped over towards the headrest and the patient fell off backwards.